Event description:
It was reported that cgm displayed error message during sensor use. No additional information was received regarding impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, and error did not reappear, and customer successfully started new sensor session.